Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into clinic for routine follow-up with multiple noise episodes on right ventricular pacing lead. The noise was reproducible. The lead was capped and replaced during normal device change out on (B)(6) 2016. Patient was doing well before during and after the procedure.